Event description:
Pt in for cardiac catheterization. Due to heavily calcified lesion, stent was not deployed. A portion of the angioplasty balloon was dislodged and stent was not removable. Taken to surgery for removal.